Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 408 mg/dl which they treated with a bolus. The customer mentioned that he experienced high and low blood glucose levels but stopped troubleshooting because he had to leave. The device will not be returned for analysis.